Event description:
Philips received a complaint on the v60 ventilator indicating that there was a vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed and a check vent: da pcba adc failed alarm at startup. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they reviewed the log and confirmed the error codes. The rse advised the customer that it was recommended to replace the data acquisition (da) printed circuit board assembly (pcba). The customer requested two quotes be provided, one for the part only and another for the part and onsite service by a field service engineer (fse). This investigation is ongoing.